Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp but was unable to reproduce the reported issue. The fse ran unit for 1 hour and no issues were found. The unit passed all tests performed and was returned to the customer in good working conditions.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit alarming gas loss. Unit is down. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.